Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2008. During insertion of the device, the device broke near the prolone mesh housing on the steel inserter, and the finger pad fell off. The procedure was successfully completed using an obturator sling device in the hammock position.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.